Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 204mg/dl, 150mg/dl. Tests were done within less than 10 minutes with a difference of 27%. Patient did not experience any adverse events. No further information has been reported. Note: customer's codes do not match.